Manufacturer narrative:
Additional information was received eight months later confirming the out of range shocking impedance measurements were still occurring. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude red alert was received from this system due to a high out of range shocking impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and efforts to obtain additional details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.